Event description:
The cuistomer reported a system failure, power reset, error 10003. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a system failure, power reset, error 10003. There was no patient involvement. The customer removed the data care to solve the system failure.